Event description:
It was reported that, "the hole was being created with the tap in the pedicle and the tap broke. The end was retrieved and the procedure continued with out incident."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.